Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, the customer's allegation was confirmed, and due to a faulty main board. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit was alarming and the light-emitting diode (leds) on the front panel were turned off. The event occurred during an unknown therapeutic procedure. The procedure was completed using the same set of equipment, restored by turning on the power again. The event occurred twice. There was no report of patient harm or user injury associated with this event. Related patient identifier: (B)(6).